Manufacturer narrative:
No product was returned for eval. A review of the device history record was not possible since the lot number was unavailable.

Event description:
It was reported that the veritas patch had been implanted in an abdomen containing a small bowel fistula. The following day, a significant infection was noted and the patient was taken back to the operating room. It was noted that the veritas patch, which had been sewn in place with an unspecified size pds suture, had disintegrated. It was reported that a wound-vac was placed, however, any other treatment provided to the patient is unk.